Manufacturer narrative:
Conclusion product error cannot be concluded, because the sample could not be returned for investigation. Therefore the root cause was not identified. Inform the user to read and follow the IFU, not to bend the brush head and inspect the brush before each use. Investigation this is a theoretical investigation; sample was not available. Follow up questions and answers: the recommended usage time for the brush is 1 month. For how long was the actual brush used? Answer: 2 days approx. If bending of the brush is needed, it must be bent in the handle and not in the metal wire of the brush head. Could it be confirmed where/how the brush was bent ¿ if bent at all? Answer: not bent. What chemicals have been used? Use one of the following methods: ethanol 70% for 10 minutes, isopropylalcohol 70% for 10 minutes, hydrogenperoxide 3% for 60 minutes, disinfect the provox brush at least once per day. Answer: only with warm water. Ref 7204 is a brush with a short brush head. This should be used with voice prostheses sizes 4-10mm. Which is the size of the voice prosthesis that was cleaned? Answer: I have no idea from initial insert. Was the brush inspected before use? Answer: no, I have never inspected it before but I do now! The brush head of the provox brush consists of nylon filaments as bristles, twisted metal wire (diameter: 0.65mm, stainless steel) that is injection molded inside a pp plastic shaft or handle, and a pp-plastic tip on top of the brush head. The average force needed to pull the brush head out of the brush handle is 193n for provox brush (ref7204), see tr-20-109. The brush head will not snap unless excessive force or repeated bending break it off. At production (supplier), all batches are sampled and pull tested. The brush is designed to prevent it from going too far in through the prosthesis. There are two different lengths of the brush head (the user has in this case chosen the correct design of the brush, corresponding to the prosthesis). Furthermore, there is a stop flange where the brush head is attached to the shaft. Advice the user not to clean too vigorously. Clean the brush according to instructions in the brush IFU 90716, use drinking water. Before each use make sure that: the protective tip is not cracked or loose, the bristles are not worn or loose, the wires are not bent or broken, the entire handle is not cracked or broken and the safety wings are not removed. From illustrations and in text at section precaution in the IFU: bend in shaft, not in wire. Recommended usage time of the provox brush is 1month. From the webpage: if mucus is stuck inside the prosthesis, try to brush with warm water. Do not keep the brush in the pocket. Do not soak overnight. Risk assessment rh009-haz, h01: prosthesis pulled out or damaged, provox brush damaged or broken leading to prosthesis or parts of prosthesis or brush in trachea, or brush or parts of it stuck in voice prosthesis: medical intervention (x-ray/bronchoscopy, or similar) necessary, and/or retrieved by clinician (6), or retrieved by patient (4), in most cases coughed up (2). Trending data does not indicate any unfavorable trends.

Event description:
The patient has been a laryngectomee for 4 years and was doing daily care routine. Patient used the brush to clean the valve of the voice prosthesis. Then as patient withdrew brush there was a small amount of mucus which was on edge of valve, patient swept it up with the brush, withdrew and realized the end of brush had gone into breathing trach. Remedial actions taken by healthcare facility, patient, or user subsequent to the incident: surgical intervention what is the current location of the device? Discarded additional information regarding the "surgical intervention": "patient attended a&e and had xray, then ent surgeon and his team numbed patients throat and tried to retrieve the item but was not successful. So patient had CT scan, then tried again about an hour and managed to retrieve the item via stoma. Otherwise it was incision through lung which they wanted to avoid."

Event description:
The patient has been a laryngectomee for 4 years and was doing daily care routine. Patient used the brush to clean the valve of the voice prosthesis. Then as patient withdrew brush there was a small amount of mucus which was on edge of valve, patient swept it up with the brush, withdrew and realized the end of brush had gone into breathing trach. Remedial actions taken by healthcare facility, patient, or user subsequent to the incident: surgical intervention: what is the current location of the device? Discarded. Additional information regarding the "surgical intervention": "patient attended a&e and had xray, then ent surgeon and his team numbed patients throat and tried to retrieve the item but was not successful. So, patient had CT scan, then tried again about an hour and managed to retrieve the item via stoma. Otherwise, it was incision through lung which they wanted to avoid."

Manufacturer narrative:
This is a preliminary report. Awaiting answers on follow up-questions to be able to perform the theoretical investigation, sample not available. Follow up questions: the recommended usage time for the brush is 1 month. For how long was the actual brush used? If bending of the brush is needed, it must be bent in the handle and not in the metal wire of the brush head. Could it be confirmed where/how the brush was bent ¿ if bent at all? What chemicals have been used? Use one of the following methods: ethanol 70% for 10 minutes, isopropylalcohol 70% for 10 minutes, hydrogenperoxide 3% for 60 minutes, disinfect the provox brush at least once per day. Ref (B)(4) is a brush with a short brush head. This should be used with voice prostheses sizes 4-10mm. Which is the size of the voice prosthesis that was cleaned? Was the brush inspected before use?